Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing, including the self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the motor error alarms. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 391 mg/dl. Customer was wearing the device at time of hospitalization. Device had alarmed motor error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.